Manufacturer narrative:
The device was returned to olympus for evaluation and the reported issue was confirmed. The forceps could not be inserted smoothly due to clogging of the forceps channel due to external factors. A cleaning brush was inserted into the forceps channel from the suction cylinder, and a brown solid adhered to the brush when it was taken out from the tip. The flexible tube of the insertion section was crushed due to external factors. There was dirt on the insertion tube, which was difficult to remove due to handling (insufficient cleaning). Water tightness was not maintained due to tearing of the bending section cover due to external factors. The bending section cover had sagging due to handling factors. The bending section cover adhesive was missing. Scratches are found on the operation part due to external factors. The universal cord had collapsed due to external factors. Scratches were found in multiple locations on the device. The investigation was ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The olympus representative reported something seemed to be clogged in the forceps channel of the evis lucera bronchovideoscope, and treatment instrument was inserted poorly. No patient injury reported. During the evaluation of the device, it was noted dirt came out from the forceps channel due to insufficient cleaning. This report is to capture the reportable malfunction of dirt came out from the forceps channel due to insufficient cleaning noted at estimation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon of foreign material/residual liquid coming out of the forceps channel could not be definitively identified, and a cause could not be further presumed from the data acquired from the investigation. It was confirmed that a brown solid material adhered to the cleaning brush after passing the cleaning brush from the suction cylinder to the biopsy channel. No more information about the foreign material was obtained. It was further confirmed that it depended on each operator if the treatment such as bedside cleaning was performed correctly after use during night. Also, it was confirmed that the device was immersed in chlorine-based detergent after use if the endoscope was used during night, and the device was reprocessed with the endoscope reprocessor in the endoscopic room the next morning. No more information was obtained. It is suggested as a preventive measure that the user facility check the handling method of the device including usage environment and the reprocessing method. Olympus will continue to monitor field performance for this device.